Event description:
It was reported that a pocket infection had developed. The patient became septic. The device was removed and the patient expired seven days later of complications of sepsis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.